Event description:
It was reported that the patient experienced no stimulation sensation, a loss of therapeutic effect, and was unable to adjust stimulation. It was determined that the neurostimulator was turned off. The patient turned the stimulator back on and felt a shock. Stimulation was lowered to 0.1 volts and felt comfortable.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v998463, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4).